Event description:
The pt (age and gender unk) was set-up for pacing, the electrodes were placed onto the pt and the device was powered on the set to 100 milliamps. The device was switched to monitor mode to ensure the proper connection of electrodes. When the device was switched back to pace mode the milliamps automatically defaulted to 0 milliamps and failed to increase. The user attempted to adjust the milliamps via the pacer output knob however the device failed to increase the milliamps. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.